Manufacturer narrative:
Root cause: the root cause of the controller error was most likely the defective lamp. No issues found related with power on / startup. Additional information has been provided in h6 (component code, investigation findings, type of investigation, investigation conclusions).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The facility reported that during training/in-service, ongoing issues were noted with the console failing at the start up and a controller error was observed on the automated impella controller (aic). There was no patient involved.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Once the evaluation has been completed, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.